Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle were clogged. The following was received by the initial reporter: verbatim : customer reported needles seem to be a "clog in the line (several).

Event description:
It was reported that the bd safetyglide¿ needle were clogged. The following was received by the initial reporter: verbatim : customer reported needles seem to be a "clog in the line (several).

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 25-jul-2023 investigation summary forty-nine samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow, clogged needle was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.